Event description:
The device has been explanted.

Event description:
Patient reported right side rupture "leaking from pocket to axillary lymph nodes". Patient later reported "capsular contracture baker grade IV. Physician confirmed "capsular contraction baker grade iii/IV." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture "leaking from pocket to axillary lymph nodes". Patient later reported "capsular contracture baker grade IV. Physician confirmed "capsular contraction baker grade iii/IV." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and wear abrasion. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "leaking from pocket to auxiliary lymph nodes".

Event description:
Patient reported right side rupture "leaking from pocket to axillary lymph nodes". Device remains implanted.